Event description:
Patient reported right side device rupture, lymph node has grown to 15mm, breast pain, joint pain, headaches and back pain. The device remains implanted.

Event description:
Patient reported right side device rupture, lymph node has grown to 15mm, "increased echogenic center consistent with silicone enhancement", and breast pain. Healthcare professional reported right side capsular contracture - baker grade iii. Patient also reported "joint pain", "headaches", and "back pain", which are all not device-related. The device has been explanted and replaced with another manufacturer's device. Healthcare professional later reported pathology testing showed right side "foreign body reaction with evidence of multinucleated giant cells".

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ headache: unable to observe since it is not related to the device as per the investigation procedure creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, right side device rupture. Lymph node has grown to 15mm, breast pain, joint pain, headaches and back pain. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: lymphadenopathy, rupture.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "lymph node has grown"; "right axillary lymph node (...) Shows an increased echogenic center consistent with silicone enhancement"; capsular contracture - baker grade iii

Event description:
Patient reported right side device rupture, lymph node has grown to 15mm, "increased echogenic center consistent with silicone enhancement", and breast pain. Healthcare professional reported right side capsular contracture - baker grade iii. Patient also reported "joint pain", "headaches", and "back pain", which are all not device-related. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported ¿sonographically, the internal echo particularly on the contralateral side implant is clearly inhomogeneous with droplet-shaped inclusions¿, ¿on the right side, there are larger amounts of extraluminal hypoechoic structures in the sense of leaked silicone around the medical and caudal edge of the implant. One of the right axillary lymph nodes with a diameter of 15mm shows an increased echogenic center consistent with silicone enhancement. The supraclavicular and infraclavicular lymph nodes on both sides are normal¿.